Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 600 mg/dl at the time of call. The customer stated that she attempted to bolus with the insulin pump to treat the high blood glucose. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer declined to check settings. The customer was unable to perform high pressure test due to damage on the tubing clamp. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.